Event description:
A coolgard console and an icy catheter (lot # 157693) were used in temperature management therapy for an out-of-hospital cardiac arrest (oohca) patient. Close to the end of the treatment, the coolgard console displayed "air trap fault. Check saline level". Following the alarm, the pump rotor stopped, the system entered standby mode, and the treatment was paused. Upon inspection, the customer found that the console's air trap chamber was only 3/4 filled with saline, and the saline bag was empty. The customer was unsure whether they used a 500-ml or 1000-ml saline bag, and it is unknown if the saline bag was replaced at any point during the treatment. The customer did not find any saline leakage on or around the console. The customer suspected that at least 400-ml of saline may have been infused into the patient's bloodstream. The catheter was removed from the patient, and the temperature management treatment was discontinued. The customer's technicians inspected the coolgard console and found no device malfunction. The customer did not retain the catheter for testing. No consequences or impact to the patient.

Manufacturer narrative:
The icy catheter involved in the reported complaint will not be returned to zoll for investigation because the customer has disposed of it. Therefore, a physical investigation could not be performed, and a root cause could not be determined. Seems that around 400 ml of sterile cold saline was entered the patient's vasculature. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals and should not harm a patient. The customer will benefit from additional training on how to handle suspected catheter leak. The fluid ran into the patient's vasculature is an anticipated event. Based on available information, no patient's effect was observed.